Event description:
A male had PICC line placement on pod #1 (2008) s/p removal of hardware from his right hip and spacer implantation a day prior for infection (s/p rthr 06/07). Interventional radiology nurse began to insert guidewire (ultrasound confirmed left subclavian access at skin site on left elbow). During insertion, nurse noted catheter felt "stuck." Interventional radiologist, dr. Performed fluoroscopy, which noted 3.5 cm broken portion of guidewire coiled and lodged in the left subclavian vein. A new PICC was placed via the right arm, successfully. A vascular surgeon was consulted. The pt was transferred to another facility for removal of the retained guidewire, which was achieved without complication. The guidewire was sent to the pathology lab, per routine, for examination. The pt was returned to hospital for special surgery for continuation of his treatment of the hip infection.